Event description:
On (B)(6) 2012, additional information was received when it was discovered that the hospital did not have the explanted product to return to the manufacturer and therefore, must have been discarded.

Event description:
On november 8, 2011, clinic notes from a vns treating nurse practitioner were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient felt that the vns was making her left neck twitch with stimulation. The patient reported that she would like to have the device explanted as she does not feel that it has helped with her seizure control. The physician also stated that the patient has not tolerated the stimulation well and therefore, he has not been able to increase her settings past an output current of 0.5ma. The physician decreased her output current from 0.5ma to 0.25ma and her magnet output current from 0.75ma to 0.5ma. The physician doesn't feel that she is getting much stimulation from the device with these low settings. The physician also reported that he encouraged her to consider battery replacement since he is not so sure that her seizure control has not improved some over time with the device. On november 8, 2011 the nurse practitioner reported that the patient wants her device explanted and the physician agreed to refer her because the patient was not happy with the device but it was unclear as to why the patient was unhappy. The nurse stated that the patient has been experiencing some issues with her lymph nodes swelling and that the patient¿s primary care physician has indicated that the patient may want to remove the vns device in order to treat the swelling. The patient¿s last system diagnostics were on july 19, 2011 and the results showed output=ok/lead impedance=ok/dcdc=3/eri=no. A battery life calculation was performed which revealed 5.83 years until eri=yes. Good faith attempts for additional information from the nurse have been made but no further information was received to date. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(4) 2011 when it was discovered that the patient was scheduled for explant surgery. The surgery took place on (B)(6) 2011 and attempts will be made for the return of the explanted product.